Event description:
It was reported that the patient experienced dissatisfaction with the inflatable penile prosthesis (ipp) due to the outcome of the surgery he had in (B)(6) 2018. The surgery was performed to correct peyronies disease (pd) which caused the patient erectile dysfunction, scarring, and inhibited blood flow. The patient was sized for 6-inch cylinders which he was satisfied with. However, he believed that the cylinders were not made to extend into the penis glans which meant that he will retain 6.5 inches. After the surgery, the patient noticed that his penile length was shorter by 1/3 or 2.5 inches. When fully inflated his original penile length was 6.5 inches and now 4 inches. During the three-week post-op follow up, the doctor explained to the patient that a mans penis begins inside the body 2 inches before it appears externally. He feels that the 2-inch aspect was not factored into the cylinder sizing from the start. The patient stated that he still has pd curvature which was previously to the right and is now bending upwards. Additionally, the change in penile length is causing him lots of turmoil, depression, and inadequate in many ways. The product was not explanted and still remains in service. Should additional information be received or the product be explanted, a supplemental report will be filed upon completion of product analysis.